Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a loose sensitivity adjustment button. It was indicated that the encoder nuts were loose. It was also indicated that the output connectors were broken, hanger was cracked, keypad window was scratched, lower case was damaged, case screw was contaminated, and both display wire were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a loose sensitivity adjustment button. The epg was returned for service. There was no patient involvement.